Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a debridement of the right hand and replantation of index, middle and ring fingers, blood vessels were anastomosed using the suture. The joint between the needle tail and the thread fell off, and it occurred for three times. It was also stated that the surgical procedure was extended for certain time. The issue affected the survival rate of the replantation. Another device was used to resolve the issue.